Event description:
A surgeon reports having a patient with an unexpected postoperative refraction, and residual astigmatism following intraocular lens (iol) implant surgery.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed, and all documents indicate the product met release criteria. There have been no other complaints received in the lot number. Additional information requested on 08/14/2008 by fax and mail, and on 08/26/2008 by phone. Additional information was received on 08/12/2008. A completed questionnaire has not been received.